Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex artery. The nc quantum apex mr balloon was inflated and ruptured at 16 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).